Event description:
It was reported by the customer's mother that the customer had a no delivery alarm. Customer's mother stated that the pump was not reading the new battery and the pump shows no battery life. Customer was not getting any alerts. Customer had a no delivery alarm during a correction. Customer's mother stated that the customer's blood glucose level went low around 5:30 am this morning. Customer's mother declined troubleshooting for low/high blood glucose levels. Customer's blood glucose level was over 350 mg/dl at the time. Customer's blood glucose level was 600 mg/dl the other day. Customer was not hospitalized and there was no injury. Customer's mother stated that they changed out everything except the reservoir. Last night, they changed out everything including the reservoir and insulin. There is also damage on the screen of the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device alarmed unexpected restart after battery change due to faulty connector on interface board. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cut end cap. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked lcd window, moisture damage on force sensor resistor and cracked reservoir tube window.